Event description:
A site representative reported that, while in a cranial procedure, and in navigate, the surgeon brought a probe into the field and the software became unresponsive. In trouble-shooting, a hard re-boot returned the navigation system to normal function. Patient registration was saved and the surgery continued without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Fields are now correctly populated as the system was a stealthstation s7 system, not a stealthstation treon treatment guidance system.

Manufacturer narrative:
RMA issued. Replacement computer shipped to site 02/05/2014. Medtronic investigation of returned suspect computer finds that the system boots normally the first time to log-in screen. Launched ent application and navigation is as expected. Ran system for an extended period and system still stable and tracking various tools. Initial diagnostics reveal no ram or hdd errors. Fully functional. No fault found - device did not cause event. (B)(6) 2014, medtronic representative performed a navigation system check-out, all areas passed.